Event description:
It was reported that during a laparoscopic cholecystectomy two of six clips fired scissored on the vessel. Second gun opened with the same result. There was no pt consequence. Two devices returning.